Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for one patient sample. The initial result was 221.3 miu/ml. A new sample was taken from the patient on (B)(6) 2015 and the result was < 0.100 miu/ml. The customer then repeated both samples. The repeat results for the sample from (B)(6) 2015 were 35.6, 33 and 34 miu/ml. The repeat results for the sample from (B)(6) 2015 were all < 0.100 miu/ml. The results were reported outside the laboratory. There was no adverse event reported. The reagent lot number was 183183. The expiration date was requested, but was not provided. It was noted all testing on (B)(6) 2015 was performed on a new pack of same reagent lot. It was also noted the last lot calibration was performed on (B)(6) 2015 which does not match the frequency recommended in product labeling.

Manufacturer narrative:
The field service representative found the maintenance of the analyzer was bad. He found there was dirt, splashes and crystallizations on the gripper, probe, and disposables of the analyzer. He performed an intense cleaning of the whole system, yearly maintenance and performance testing. He adjusted the probes properly and performed maintenance on the measuring cells. The customer was advised to follow the recommended calibration frequency for the assay.